Event description:
In 2004 a caller from the facility reported a pt had experienced "burn like" injuries to the groin + axilla area. At that time the caller didn't know how the device was applied but that the area may have had a betadine or prep solution on it. At that time it was believed the prep solution was the cause of this event as the description of the event was consistent with a prep solution reaction. In 2005 the MFR was again contacted by staff at the facility who stated a pt had blisters and what appear to be second degree burns over a large portion of the body. These "burns" and affected tissue are on a large portion of the midsection including the chest, groin, legs, hips and buttocks. The caller then stated they felt these observations are a result of using the reported devices.